Event description:
It was reported that a spectrum pump had a false air in line alarm. This occurred during routine flow accuracy testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line alarm was reproduced. The upstream sensor fluid reading was out of calibrated specification. A review of the event history log revealed 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.